Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of five of peritoneal dialysis therapy. The patient felt bloated and had difficulty breathing. It was determined that the patient¿s fill volume had accidentally been increased from 2000ml to 2500ml. The patient bypassed dwell one to drain one and felt better after draining. The fill volume was changed back to 2000ml and the patient was able to continue therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.